Manufacturer narrative:
(B)(4). Covidien service engineer (se) inspected the device and the alleged malfunction was not duplicated. The ventilator passed all the required testing.

Event description:
It was reported that during testing, the ventilator generated an error which rendered the unit inoperable. There was no patient connected to the device.